Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp cardiac suction tube, it was reported that the suction did not work. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event medtronic received additional information that the product did not aspirate the blood function.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The device was cleaned using a 10% bleach solution. The device was connected a syringe filled with di water and when it was engaged there was no flow observed. Device was cut apart and there was an obstruction in the end of the tubing. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.